Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a bg of 53 mg/dl during the night and corrected it with a glucose tablet. The user recovered without assistance. Follow-up on (B)(6) 2025 confirmed the user had resumed normal ilet operation with no lasting effects.